Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. Device had cracked case at display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt. The customer did not recall any significant events leading to the alarm. Blood glucose value was 327 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.